Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, preceding/simultaneous bone augmentation, pain, mobility. Area previously augmented with large block graft.